Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the "bender was used for normal pectus operation, the doctor felt difficulty to bend after long time use. So, the doctor returned the bender to check and we found that the requested part were worn." No injury was reported and the surgical delay is unknown. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The bender was visually inspected. The bender showed signs of moderate wear, with some scratching on the handle and the base. The adjustable knob was stuck in place and could not adjust the height of the anvil. The bender was functionally tested by bending a pectus support bar and the bending movement felt a bit stiffer than normal, with a squeaking noise during rotation. There were also signs of wear at the metal on metal rotational joint between the bending arm and the anvil. There are no indications of manufacturing defects for this product. Device history records (DHR's) for the potential lots were reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to normal wear after extensive use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report is being submitted to document the device evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of the device it was identified the part is etched g16. Based on the customer invoices there are two possible lots. Lot #: 080816 g16, manufacture date: 8/8/2016. Lot #: 081616 g16, manufacture date: 8/16/2016.

Event description:
Additional information was received. It was reported there was no surgical delay and the procedure was completed using other instruments.